Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was informed to continue using the pump and to call back if the issue reoccurs.